Event description:
It was reported to boston scientific corporation that a wallflex fully covered rx biliary stent was implanted into the common bile duct of a patient on (B)(6) 2009. This procedure was conducted as part of the e7016 wallflex fully covered benign stricture study. According to the complainant, the patient presented on (B)(6) 2009 with a mid-biliary stricture. This stricture had been previously treated with a sphincterotomy and four plastic stents. During an ercp procedure on this date, the four plastic stents were removed, and another sphincterotomy was not performed. The wallflex stent was deployed in a satisfactory position across the stricture. The subject was treated as an impatient and discharged on (B)(6) 2009. On (B)(6) 2010, during the per-protocol scheduled stent removal, the physician noted that the stent had migrated proximally; the stent was now level with the papilla, but it was still covering the common bile duct stenosis, which was 2cm from the bifurcation. While removing the device, a wire of the stent broke. The physician used forceps to grab both the retrieval loop and non-retrieval loop ends in order to remove the device. No significant hyperplasia was noted at the proximal end of the stent. There were no associated adverse events with this malfunction. There is no evidence of a recurrent stricture. The patient is ''in a very good condition'' and was discharged from the hospital on (B)(6) 2010.

Manufacturer narrative:
The returned study stent presented as twisted and compressed at one end, while the other end of the stent had a fractured wire. The stent cover also had several holes in it. The condition of the returned device is consistent with the reported event of stent wire break. This damage, along with the twisted end of the stent, is being labeled as an operational context due to the stent removal. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and found that the device was used in accordance with the e7016 wallflex fully covered benign stricture study protocol.

Manufacturer narrative:
(B)(6). (B)(4). Study source: (B)(4) wallflex fully covered (B)(6) study. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered rx biliary stent was implanted into the common bile duct of a patient on (B)(6) 2009. This procedure was conducted as part of the (B)(4) wallflex fully covered (B)(6) study. According to the complainant, the patient presented on (B)(6) 2009 with a mid-biliary stricture. This stricture had been previously treated with a sphincterotomy and four plastic stents. During an ercp procedure on this date, the four plastic stents were removed, and another sphincterotomy was not performed. The wallflex stent was deployed in a satisfactory position across the stricture. The subject was treated as an impatient and discharged on (B)(6) 2009. On (B)(6) 2010, during the per-protocol scheduled stent removal, the physician noted that the stent had migrated proximally; the stent was now level with the papilla, but it was still covering the common bile duct stenosis, which was 2cm from the bifurcation. While removing the device, a wire of the stent broke. The physician used forceps to grab both the retrieval loop and non-retrieval loop ends in order to remove the device. No significant hyperplasia was noted at the proximal end of the stent. There were no associated adverse events with this malfunction. There is no evidence of a recurrent stricture. The patient is "in a very good condition" and was discharged from the hospital on (B)(6) 2010.